Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 226 mg/dl on their meter and 163 mg/dl on the lab. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events.